Event description:
It was reported that a large volume intermate completed infusion after the expected infusion time. The was observed during patient infusion. The device was filled with 1250mg vancomycin in 125ml 0.9% sodium chloride. The actual infusion time was 6 hours; however, the expected infusion time was 2.5 hours. The product was taken straight from the chilled box without the recommended warm up time of three (3) hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between april 26-27, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.